Event description:
The manufacturer received information that a trilogy evo, iberia displayed a" necessary service" while in patient use. There was no harm or injury reported. During the evaluation of the trilogy evo, iberia device at the third-party service center, an evt_tpy_held_in_bm ventilator inoperative error was discovered in the device's event log. The device's circuit board needs to be replaced to address the issue. In addition, evt_mach_flow_railed_low and evt_mach_flow_stuck ventilator inoperative error codes were discovered in the device's event log. The device's machine flow sensor needs to be replaced to address the issue. Not related to the malfunction the device's blower assy, in-line filter prox and in-line filter are contaminated. Due to the 4-year preventive maintenance procedure, the device's muffler assembly, air foam inlet filter, particulate filter will be replaced. This device has been serviced, inspected, tested, met acceptance criteria in accordance with all of the applicable customer requirements.